Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a low blood glucose (bg) event. While troubleshooting a loss of prime issue with the animas representative involved in this contact, the patient mentioned that he had a low bg of "40 mg/dl" that afternoon. The patient indicated that his bg level was "140 mg/dl" after getting home from work that afternoon. The patient reportedly ate a snack, bolused, and then took a nap. When he woke up an unspecified time later, the patient claimed that his bg level was "40 mg/dl". The patient treated himself by consuming carbohydrates and his bg level was resolved. The patient mentioned that he reviewed the pump's bolus information and claimed that it was all correct. The patient denied that he primed while attached to the pump. He stated that at times, he gets random low bg's. The patient refused to troubleshoot the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed he developed a low bg level that can be associated with severe hypoglycemia. However, at this time it is unknown if the pump and/or other factors contributed to the patient' s injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.